Event description:
Pt reported having problems with the delivery of insulin since (B)(6) 2010. Pt stated most of the time the issue occurred in the middle of the night. Pt reported his blood glucose is around 20.0 mmol/l (360 mg/dl). Pt's normal blood glucose range is 6-7 mmol/l (108-126 mg/dl). Pt reported a blood glucose reading last night of 18.9 mmol/l (340.2 mg/dl), gave a bolus of 5.0 units of insulin and his blood glucose reading went down to 13.0 mmol/l (234 mg/dl). Pt stated most of the time his blood glucose gets lower later in the day. Pt reported he changes the infusion site every 2 days and the infusion tubing every 6 days. Pt stated the infusion device gave no errors or alarms. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.